Event description:
It was reported that the lead exhibited intermittent capture and high threshold. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal and distal insulations damaged at 15.0 cm from the connector pin, causing a short circuit. The insulation was damaged in the field, and not a result of deficiency in materials or workmanship.